Manufacturer narrative:
Additional information: the dissection was treated with implantation of 2 further stents at the end of the procedure. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad and three resolute onyx stents were implanted into the cx. It was reported that dissection occurred in the 2nd obtuse marginal. The sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.